Manufacturer narrative:
Product complaint # b)(4). Initial reporter occupation: lawyer. Follow-up is being conducted to determine initial reporter contact information. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of medical records, patient alleges pain, swelling, leg length discrepancy and walking difficulty. Operative notes reported, the patient did have a large pseudotumor in his gluteal musculature tracking distal. He also had significant metallosis in his joint capsule. Doi: (B)(6) 2010 - dor: (B)(6) 2019 (left hip).

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.